Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department complaining of feeling lightheaded and palpitations. The implantable cardioverter defibrillator (ICD) had delivered anti-tachycardia pacing (atp) for several ventricular tachycardia (vt) episodes. It was suspected one episode of supra ventricular tachycardia (svt) received therapy inappropriately. Follow up with the physician indicated no intervention or reprogramming was done on the device. The device remains in use. No further patient complications have been reported as a result of this event.